Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the reported event for balloon burst and difficulty to withdraw system through sheath was unable to be confirmed as complaint device was not returned, and no photos of complaint device were provided. Available information suggests patient factors (calcification) and procedural factors (balloon burst) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on 'the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a trans-carotid tavr procedure with a 23mm sapien 3 ultra resilia valve, the 23mm certitude delivery system balloon ruptured at full inflation during valve deployment due to a small calcified sinotubular junction. During withdrawal, the team was unable to get the balloon into the sheath due to the ruptured balloon, so the deliver system was removed slowly as a unit with the sheath at the same time. The carotid artery was observed to be damaged a little from the balloon removal, and the carotid artery was repaired. The balloon was observed to have a rupture circumferentially. The patient was stable. Per report, the degree of calcium in the landing zone was minimal in the annulus and circumferential in the sinotubular junction.